Event description:
It was reported that a catheter was implanted in a pt 12/19/1997. In 4/1998 the pt had symptoms of dysphasia, the customer reported that it was considered that the catheter was broken at that time. The catheter was confirmed broken by x-ray on 6/10/1998. A revision was done on 6/1998. It was reported that although the pt showed symptoms of dysphasia and dementia, he/she has recovered following the revision. The report did not indicate that the symptoms were attributed to the alleged device malfunction.